Manufacturer narrative:
CAPA remediation.

Event description:
The anchor of the stimulation lead was noted to have migrated. The surgeon repositioned the anchor in a revision surgery which resolved the issue.